Event description:
Physician reported that the device broke at the location where the white section attached to the round silicone while attempting to remove from the abdomen of a pt following total abdominal hysterectomy procedure. In response, the physician administered local anesthetic and retracted/removed the retained piece with atraumatic instrument. The pt is reported to have tolerated the event well, and no further complications were noted. No additional surgical dissection was required. No further info could be obtained.